Event description:
Pt revised to address osteolysis and polyethylene wear of insert.

Manufacturer narrative:
Examination confirmed the reported polyethylene wear. Although the exact root cause could not be determined, it would not be unreasonable to expect some wear after approx 15 yrs of implantation. Based on the investigation the need for corrective action is not indicated. Depuy considers this investigation closed.